Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operative the patient experienced symptoms similar to those before implantable pulse generator (ipg) implantation, such as dizziness and multiple episodes of falling (without injury). It was reported that there was an intermittent absence of pacing on the electrocardiogram (ECG). Poor right ventricular (rv) lead placement or rv lead malfunction was suspected, and replacement of the rv lead was planned. When the rv lead was checked, it was pulled out directly from the connector with strong traction. It was considered that an incomplete connection of the rv lead caused rare oversensing due to movement or posture, resulting in temporary pacing loss. The rv lead was explanted and replaced with another lead that was connected o the existing ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.